Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, air and prime fluid leaked from the heat exchanger. No pt involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4).